Event description:
Injuries to my bladder, colon, burs, pelvis, and my lungs collapse, liver and spleen..surgery was performed at (B)(6) with the assist. Of the da vinci robot. I received laparoscopic lysis of adhesions, robotic hysterectomy and bilateral salpingo-oophorectomy surgery. Performed by surgeon (B)(6) on (B)(6) 2013. Transferred my care to (B)(6) started seeing a dr. (B)(4) gi specialist who recommend I see a colorectal surgeon by the name of (B)(6). She performed multiple surgeries but fail to note the information in the operative report. Dr. (B)(6) schedule me to have a colonoscopy performed on (B)(6) 2014. My colonoscopy was incomplete and I never was informed why and surgery was performed but never mention in the operative report. I reported this information to patients relation and the matter was investigated. I received a letter from patient's relation stating dr. (B)(6) will no longer be practicing with (B)(6). My medical records was botched to cover up my injuries from (B)(6). Have hired both of the surgeons. I have proof of everything stated. I also developed c-diff and fever after surgery for three consecutive days. No feel in the left side of my arm, horrible pain. Could not walk for the first two days. Lost my job behind all of this.